Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report has been explanted following pt death due to severe heart failure. Device was returned for analysis.